Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on or about (B)(6), 2008. Patient suffered symptoms such as severe pain and discomfort in her groin, thigh, and hip-joint, restricted range of motion in the hip-joint, inability to perform normal daily living functions, a sensation that the hip is locking up when rotating in her chair, infection, inflammation, metallosis, and chromium and cobalt metal toxicity giving rise to symptoms such as vertigo. Patient will undergo revision surgery to have the asr hip implant removed.

Manufacturer narrative:
Update: 4/25/12 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.